Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio low inr results in comparison to the laboratory inr result. Date: (B)(6) 2014, inratio inr: 1.7 and 2.0, laboratory inr: 3.5. The time between testing was one (1) hour. Therapeutic range 2.5 - 3.5 for the patient. There was no reported adverse patient sequela. There was no additional information provided.